Event description:
On (B)(6) 2013 the lay user/patient in (B)(4) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose readings of 570 mg/dl, 580 mg/dl, 120 mg/dl and 130 mg/dl on the reported meter within 20 minutes. The patient did not report experiencing any symptoms or medical attention. No information was provided about the test strips or testing technique. The patient did not suffer any injury due to the reported meter. However, as the test results fell outside expected values for precision testing this complaint is being reported. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell within the c zone of the consensus error grid, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Test strip lot #: not provided.